Event description:
It was reported that the catheter was placed in the pt's internal jugular and sent for dialysis. The dialysis session started and the catheter began to leak. They stated, the leak was coming from one of the pigtails. As a result, the catheter was exchanged. They were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.